Event description:
Unomedical reference number (B)(6). Event occurred in the united states. On 23-february-2024, it was reported by the patient that five infusion set cannula was bent due to which hyperglycemia occurs within 3 hours of insertion. Infusion set was placed in abdomen. Blood glucose level was 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1881946- device 1 of 5.